Manufacturer narrative:
B3, g4, d4: UDI unknown. (B)(6). One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found 'no disposable' messages. Functional testing was unable to verify or confirm the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device cassette cannot be detected. There was unknown patient involvement.